Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer was notified of the potential contamination and recommendation via email on (B)(6) 2022. Cardioquip has attempted to reach the customer two additional times via email on (B)(6) 2022 and (B)(6) 2022. As of the date of this report, there has been no response to the recommendation.

Event description:
Customer requests internal waterpath replacement.